Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008867, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008867 was manufactured according to the work instruction (wi) version 98 and packaging in the machine multivac 14 on 08-sep-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to perforated paper, extended inspection was found within specification. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set needle was bent on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available